Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
A report was received via FDA's medwatch program (mw5071450) that stated that a patient that had received an essix ace retainer experienced a burning tongue, lips and slight swelling within 72 hours of wear. When removed, the symptoms stopped within 45 minutes to an hour. The patient had experienced similar symptoms with lower braces that were removed. The orthodontist suspected possible allergy to a metal alloy (e.g. Nickel).